Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing was delivered due to noise in clinic. High hv lead impedance and externalized conductors were noted. Patient condition was stable. Lead will be explanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that lead fracture was noted. The lead was explanted and competitively replaced.